Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause for this event cannot be determined, as there is no relevant video of the event and it is not known how thrombus came about; however, it may be related to factors described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan associate, an occlusion of the left anterior descending (lad) coronary artery was observed, due to thrombus, during a trans-carotid transcatheter aortic valve replacement (tavr) for the native aortic position with a 26 mm sapien 3 ultra resilia valve. Balloon aortic valvuloplasty (bav) was performed prior to valve deployment at 90:10 aortic/ventricular position. After valve deployment, recovery of blood pressure was slow. Despite administrating adrenaline injection, improvement remained gradual. A transesophageal echocardiogram (tee) revealed decreased anterior wall motion was. Coronary angiography showed poor visualization of the lad, which led to emergency percutaneous coronary intervention. Occlusion due to thrombus was suspected; thus, aspiration thrombectomy was performed. After aspiration thrombectomy, blood pressure recovered and the motion of the anterior wall returned to normal. Only thrombectomy was required, and tavr was completed. The patient left the operating room remaining intubated. After returning to ICU, the patient was awake and had no issues with limb movements. The outcome was reported as 'resolved. Based on CT, there was no findings of thrombus at the root and preoperative tee also showed no findings. It was concluded that thrombus may have been introduced from between the distal arch and the descending aorta with device such as pigtail catheter. Regarding the causal relationship between the devices and the event, the physician stated device manipulation, including sheath insertion and valve alignment, may be related to the event. There was no thrombus in right common carotid artery and ascending aorta, but the physician stated there was a possibility that the event was also related to these devices. Although it is not known which device(s) may have caused or contributed to the event, the delivery system is involved in valve alignment and manipulated during tracking through the anatomy.